Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. Device not returned.

Event description:
Had revision to pkr due to tibial loosening. Still having problems- revision to l tka scheduled for (B)(6) 2016. Pt not returning to dr. (B)(6) for revision.